Event description:
Per the maude event report form received from the FDA, the physician was removing the ultrasound catheter at the end of the procedure and noted the tip of the catheter was sheared down the middle and was retained in the patient's iliac vein. Under fluoroscopy, the tip was removed using a snare. The retrieved foreign body was reportedly a piece of the ultrasound catheter transducer and what appeared to be the tip of the ultrasound catheter which was fractured and split in half. No further info was fractured and split in half. No further info was available. No add'l info was available; therefore, it was not possible to determine if this event had previously been reported to sjm. Reference voluntary report: (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the lot was unavailable. Based on the info received, the cause of the reported event could not be conclusively determined.